Manufacturer narrative:
H3, h6: a software analysis was initiated. It was reported that there were no errors captured in logs. As for the archives, it had only one CT (computed tomography) scan and five mr (magnetic resonance) scans. They had merged one CT and mr-8 scans during the procedure, each with specific imaging parameters. The CT scan comprised 201 slices with a slice thickness and spacing of 1.00 mm, offering high-resolution volumetric imaging. Among the mr scans, mr-8 contained 170 slices with both thickness and spacing at 1.00 mm, although some invalid digital intercommunication of medicine (dicom) slices were discarded. Mr-1 included 78 slices with a slice thickness of 1.00 mm and spacing of 2.20 mm, indicating non-contiguous slices, a pattern also observed in mr-2, which has 75 slices with the same thickness and spacing. Mr-3 differs with 167 slices, a thicker slice of 2.00 mm, and a spacing of 1.00 mm, suggesting overlapping slices. Mr-4, like mr-1 and mr-2, has 78 slices with 1.00 mm thickness and 2.20 mm spacing, again showing that the slice thickness was smaller than the spacing. The software evaluation found that a probable cause was unable to be determined. Already reported codes b01 and c19, as well as newly coded d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: updates to the device serial number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable. A0709: applicable to the biopsy needle not tracking. A0908: applicable to the inaccuracy by approximately 3 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the biopsy needle would not track, and once tracking was achieved, the surgeon observed that the distance was inaccurate by approximately 3 cm. Troubleshooting involved a call between the manufacturer representative (rep), technical services (ts), and the surgeon, during which it was determined that the surgeon had initially selected a vertek probe instead of navigus; after switching to the correct probe and aligning the target, the biopsy needle tracked as intended. However the surgeon used the tip stop point distance calculated by the system, and according to him target navigation was off by approximately 3 cm. Ts assessed that the alleged inaccuracy was likely related to a workflow issue, specifically that the entry point may not have been re-set when the navigus probe was inserted into the guide stem, potentially causing the calculated tip stop point to be based on an inaccurate entry point. The issue occurred intraoperatively and resulted in a procedural delay of less than one hour. There was no patient impact.